Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm on the right and 120mm on the left. Vessel tortuosity is unknown. The patient has a history of chronic obstructive pulmonary disease it was reported a dissection of the left external artery occurred while advancing the 16 french sheath. It was reported that the physician anticipated a dissection due to a very tight stenosis of the left external iliac artery. Angiogram post sheath removal confirmed the dissection and the artery was treated with a 12 x 40 wallstent. A successful outcome with no endoleak and exclusion of the aneurysm was achieved. No clinical sequelae were reported, and the patient is reported to be fine.